Manufacturer narrative:
(B)(4). Date sent 5/17/2024. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: 1. Was there any other issue noted with the staple line other than bleeding/oozing (malformed staples, staple line missing staples, etc.)? The patient was not taken back to theatre so the staple line was not examined. 2. How was the bleeding controlled? As part of post-op care in recovery. 3. How much blood was lost (ml)? Unknown. 4. Did the patient require a transfusion? Unknown, although suspect not, as it would have likely been mentioned. 5. Please confirm when the bleeding was found (intra-op/post-op) post-op. 6. Did the post-operative care change based on the bleeding? 7. Could you please clarify if there were any patient consequences? Patient stabilized. 8. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Thankfully the patient ok and got discharged. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was stated: "the patient was not taken back to theatre so the staple line was not examined. How was the bleeding controlled? As part of post-op care in recovery" what exactly was done in post op to stop the bleeding? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right hemicolectomy the device functioned as usual however the patient was later found to have bleeding at the staple line.

Manufacturer narrative:
(B)(4). Date sent: 7/15/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: what were the indications for surgery? Unknown. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device in the initial surgical procedure? Unknown. I was informed the device appeared to work normally at the time. What is the nurses experience with the device? They are familiar with the device. Were there any issues with device use/firing? Unknown. I was informed the device appeared to work normally at the time. What confirmation was received that the device completed the firing sequence? Was there any difficulty removing the device? Unknown. I was informed the device appeared to work normally at the time. Were there any issues noted with staple formation? If so, please describe the shape and location. Unknown. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown was the bleeding intraluminal or extraluminal? Unknown. What is the current patient status? Reported that they were fine and allowed to go home what does "bleeding stopped conservatively" mean? Please explain what was done. I do not know what this means. I assume it means it stopped on its own. I do not know what treatment was given. It is hard to get any additional information about this case other than what was reported previously at the time.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2024. Additional information was requested, and the following was obtained: what exactly was done in post op to stop the bleeding the surgeon said the bleeding stopped ¿conservatively¿.